Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for failed back surgery syndrome and spinal pain. It was reported that the desktop charger has a broken connector pin. The patient reported that since the connector pin got broken they haven¿t been able to charge the recharger. The patient reported that at they could hold the connector pin in the recharger a certain way and it would charge but now the recharger wouldn¿t charge at all. The patient reported that since the recharger couldn't charge they couldn¿t also charge the ins. The patient stated that they could turn the ins on and it appears as though there was some battery left in the stimulator but they only turned the ins on for a little bit because they didn't want it to completely run out of battery. The patient reported that they were hurting and hurts all the time or at least most of the time and had some good days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.